Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the white tissue pad was coming off device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Device not being returned.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.